Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(6) 2011 under manufacturing report number (B)(4); however the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(6) 2012). Accordingly, this report should be regarded for this reportable complaint.

Event description:
It was reported by the patient that the left ventricular lead had been turned off by the company representative without the knowledge of the physician, as it was not capturing and needed to be replaced. It was stated that interpretation of data suggested the lead was not working and was draining the battery. The patient stated that the program change damaged the patient's heart and as a result they needed medications for congestive heart failure. It was further stated by the patient that there was a problem capturing information from the lead, the lead is defective. The lv lead was turned back on and remains in use. No further patient complications have been reported as a result of this event.